Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 the patient reported that her continuous glucose monitor (cgm) displayed a reading of 49 mg/dl. A blood glucose fingerstick (bgfs) reading was not obtained at that time as she did not have the means to check it. Despite the low cgm reading, the patient did not experience any hypoglycemic symptoms. The patient consumed food in an attempt to raise her blood glucose; however, the cgm continued to show a reading of 49 mg/dl. Due to concern, her mother transported her to the hospital. Upon evaluation in the emergency department, a bgfs reading was obtained and measured 436 mg/dl, while the cgm simultaneously read approximately 50 mg/dl, indicating a significant discrepancy. The patient was treated with intravenous (IV) fluids. She was subsequently discharged home in stable condition and was instructed to administer insulin via injection which was less than 24 hours. Following treatment, the patient reported improvement in her condition. At reporting, the patient was stable with no additional medical treatment required. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.